Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001, and a mesh was implanted. It was reported that the patient underwent abdominal sacral colpopexy for complete vaginal vault prolapse and stage 3 cystocele, posterior repair for stage 2 rectocele, cystoscopy and suprapubic catheter placement on (B)(6) 2008, due to complete vaginal vault prolapse and voiding dysfunction with urinary retention. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2001 along with concurrent exploratory laparotomy, removal of pelvic cyst. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced infection and urinary/bowel problems. (B)(4).

Manufacturer narrative:
.